Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needles had several malfunction issues where some of the needles were missing, needle would not retract, the top part of the needle was warped and several would leak. Reported during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle retraction failure with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode.